Event description:
Moog received the following complaint via email: the complainant asked for assistance rading a curlin painsmart event log. The reason he stated for the request was that nurses informed him when they checked the morphine bag for the patient, it was empty and it shouldn't have been. As a result of an initial investigation, the user facility decided to rule out user error vs pump malfunction. In the words of the complainant, "had caller email me the pt history on the pump. Pump started on (B)(6) 2015 at 11:35am with bag vol of 50 ml, basal rate is set to 0, bolus is 2 mg with bolus interval at 10 min with 5 boluses allowable per hour. This protocol was taken from their library. Protocol name is "morphine 50mg/50ml:pca" therapy reviewed on (B)(6) 2015 at 9:15am. At 9:15am, alarm replace set 3. Pump stopped at 9:16am. Only one bolus administered on (B)(6) at 4:16am. The pump reads 2 ml given total from start of therapy. Caller states nurse walked into room and the bag was empty. Biomed is unaware of what prod no of administration set was used. The director of nursing, according to the caller, said the patient was barely breathing. Had difficulty arousing him. Pt was on a med/surg floor. He believes the pt had a full recovery. However, he referred me to the contact person: [name withheld], nurse manager of the patient's floor and former risk manager for further information. . . . Left vm message. Unable to obtain further information such as pt info or set information at this time. (B)(6) is not allowing the use of curlin in the hospital at this time."

Manufacturer narrative:
The device has not been returned to moog, and thus investigation of the incident has not been possible. Moog is still expecting the device to come back, and will update the FDA as investigation results and/or new information becomes available. Device not returned to manufacturer.